Event description:
A customer contacted beckman coulter inc. (Bci) regarding one falsely high magnesium (mg) result generated by the unicel dxc 800 pro synchron chemistry analyzer. The original result was 3.3 mg/dl which was questioned by the physician. Upon rerun, the result was 2.1 mg/dl. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Sample was lithium heparin. Bci hotline reviewed qc data and found possible imprecision issues and ordered a service visit. A field service engineer (fse) went on-site and replaced some hardware and performed repairs which seemed to have resolve the issue. Although hardware issues were addressed, a clear root cause for this event has not been determined to date.